Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their desktop charger had resolved their issue with having a lack of pain relief. They noted their weight at the time of the event to be (B)(6) pounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are:product ID 37761 serial# (B)(4) implanted: explanted: product type recharger product ID 37761 lot# serial# c0576840 : product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was r eported that the connector pin was broken. The patient reported not being able to charge and having no pain relief. Additional information was received from the patient who reported the wrong piece was sent out to them. The patient plugged in their recharger to the desktop charger to charge and was able to then charge their ins. No further complications were reported and/or anticipated.